Manufacturer narrative:
The received device had the cannula assembly deployed. Initial observation of the device found the formed needle visible in the exposed portion of the soft cannula. The downloaded data showed that the device ran 46 first prime pulses and was deactivated at 56 pulses. Inspection of the device found no evidence was found that would result in the needle deploying early; a root cause for the reported event could not be determined. Score marks on the underside of the top housing, indicating a misalignment with the linkage assembly causing interference between the linkage assembly and top housing. This led to the formed needle not fully retracting after needle fire. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/1. Changing your pod: chapter 3 / pages 48; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Blood glucose readings: chapter 4 / page 56; warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 300 mg/dl and that the pod was not worn. It was noticed that the cannula was already sticking out when the patient removed the needle guard cap to apply the pod.